Manufacturer narrative:
A device history review was performed and confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. The complaint allegation of unable to bolus was able to be confirmed. The cause is traced to manufacturing.

Event description:
Intera oncology was notified by a physician that when prepping the pump, the bolus pathway would not flush. The physician removed and recentered the needle multiple times and tried a second special bolus needle (sbn) and still would not flush. The pump was not placed into the patient.

Event description:
Intera oncology was notified by a physician that when prepping the pump, the bolus pathway would not flush. The physician removed and recentered the needle multiple times and tried a second special bolus needle (sbn) and still would not flush. The pump was not placed into the patient.

Manufacturer narrative:
A device history review was performed and confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. On (B)(6) 2025, intera oncology received the actual pump and special bolus needle. To date, the investigation remains ongoing. Therefore, once the investigation is complete, a supplemental report will be submitted.